Event description:
As reported to coloplast though not verified, patient experienced pelvic pain, inflammation, erosion, urine leakage and dyspareunia. Revision surgeries to correct eroding mesh were performed on (B)(6) 2008.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.